Manufacturer narrative:
A review of the manufacturing lot history record shows that the reported lot was released to distribution on 4/4/2017 having met all manufacturing and quality requirements including product sterility testing. There were no manufacturing deviations or nonconformances associated with the manufacture of this lot. A review of the complaint log shows that there was one other complaint associated with the reported manufacturing lot number; and the event was non-device related. The instructions for use for the cormatrix cangaroo ecm envelope (art-20524b) currently lists the risk of infection as a potential complication. Per weed (n.d.) He states that "fever above 38ºc (100.4ºf) is common in the first few days after major surgery. Most early postoperative fever is caused by the inflammatory stimulus of surgery and resolves spontaneously... In evaluating a postoperative patient with fever, it is important to consider a broad differential, and not to assume that fever is due to infection." Based on this understanding and that the site investigator states that there were no other signs and symptoms of infection, the device involvement cannot be conclusively determined. Reference: weed, h. G., md, & baddour, l. M., md. (N.d.). Postoperative fever. Retrieved september 15, 2017, from https://www.uptodate.com/contents/postoperative-fever.

Event description:
The subject is a (B)(6) year old male that has a history of systemic anticoagulants, diabetes, obesity and congestive heart failure. On (B)(6) 2017 the patient had an initial ICD implant procedure and the ecm envelope (cmcv-0009-lrg, m17c1046) was hydrated with neomycin. The patient reported a temp of 101 degrees on (B)(6) 2017. The patient reported that the 101 temperature was only for one day and no other signs or symptoms of infection at wound check on (B)(6) 2017. The site investigator does not state if the event is related to the procedure and that it is possibly related to the device. The probable cause is listed as, "unknown. Possible foreign body reaction." The device remains implanted with no further complications reported.